Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Prior to the issue, the customer fell off his bike with the pump in his pocket.